Event description:
It was reported an infection occurred. The lead was removed and replaced. No further patient complications have been reported as a r esult of this event.

Manufacturer narrative:
Additional information received reported the patient had wound healing issues of pocket incision due to lack of subcutaneous fat. The patient was brought in for a pocket revision and returned to the hospital three weeks later and had device and leads removed. A new system was implanted on the right side. No patient complications have been reported as a result of this event. Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947m implantable tachy lead implanted: (B)(6) 2013; 5076-52 implantable pacing lead implanted: (B)(6) 2013; d31 4trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013.